Manufacturer narrative:
Investigation is not complete. Trends will be evaluated, if applicable. This is the same event as 1043534-2013-01430. This report will be updated when investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the patient twisted while he was walking with consequent neck breakage. High activity level.